Event description:
On 9th october 2023, rayner received notification from an australian healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens didn't deploy properly resulting in prolonged surgery.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "the first lens didn't deploy properly". Surgery was prolonged as a result of the need to use back-up product. A further issue occurred with the back-up product (see MDR 3012304651-2023-00133). The device associated with this case was discarded by the healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 063218203 showed that all manufacturing and quality checks were carried out with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to determine the root cause of the lens failing to deploy in this case.